Event description:
Description of claim: customer medwatch (B)(4) reports that while using hand piece with monopolar cord attached. Doctor looked down and saw sparks coming out or the cautery cord. Nurse turned off cord and unplugged it. Per hospital they estimate it has been used at 200 times. They were told by integra/jarit the equipment is tested up to 100 uses. No pt injury noted on report (B)(6) 2013 customer reports the procedure being performed was a thoracotomy. Cable was connected to valley lab force fx. Serial # (B)(4). Customer says there was no issue with the cautery itself, the problem was with the cable (slee).

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.